Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked adriamycin onto the patient's hand and clothing due to a separation that occurred at the y-site of the device. This event occurred during patient infusion. It was further reported that blood backed up into the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 05/08/2018 - 05/09/2018. The actual device was not available; however, a photograph and 5 companion samples were received for evaluation. Visual inspection on the returned sample photo observed a separation between tubing and y-site. The reported condition was verified. The cause of the reported condition was determined to be an assembly issue. Visual inspection on the returned 5 companion samples did not reveal any abnormalities that could have contributed to the reported condition. Functional tests (pressure test and clear passage) were performed with no issues. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.